Event description:
Endostapler misfired intraoperatively while creating the stomach pouch on a gastric bypass patient. The stapler fired correctly prior to this incident. This was the second firing of the stapler. No injury to patient.